Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the results of the investigation, the presence of foreign material is most likely attributable to an internal crack on the objective lens that prevented effective cleaning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was foreign material in the objective lens of the uretero-reno videoscope there was no patient involvement.